Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4). For information regarding the patient's other lead please refer to manufacturer report # 6000153-2015-00625.

Event description:
The consumer reported that their lead wires were "criss crossed". There was no trauma or falls associated with this event and no medical procedures that would have caused the issue. The patient had their leads revised and the patient recovered completely. The patient was indicated for non-malignant pain. No cause or diagnostics were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.